Manufacturer narrative:
Lot number of implants were not provided. A product evaluation could not be performed. The product was not returned. A device history record review could not be performed. The lot number was not provided. The investigation included a review of the product literature and the documented event. The investigation concluded that the revision occurred due to pseudoarthrosis. Pseudoarthrosis and revision surgery are known inherent risks of the procedure.

Event description:
In 2007, it was reported that a pt underwent revision surgery of the acufix anterior cervical plating system due to pseudoarthrosis. There was no reported break or disassembly of the construct. No add'l info was provided.